Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the portal was not uploading. A technical support specialist (tss) dialed into the server and identified an extract transform load (etl) failure caused by an arithmetic overflow error related to converting an identity value to an integer. Following knowledge article -medes - etl arithmetic overflow error converting identity to data type int, the etl process was stopped and disabled, the provided query was executed to truncate the affected database, and the etl was then re enabled and restarted. The etl was confirmed to be running successfully on a five minute cycle and was monitored to verify continued data refresh. The tss emailed customer for confirmation, received acknowledgment that the issue was resolved, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server portal was not updating. All reporting had remained the same for about two weeks, and as a result, new medications could not be added. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.